Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare would not cut through the target polyp despite multiple attempts when hooked up to cautery. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.